Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), labeling, applicable manufacturing records, sample analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking catheter is confirmed and appears to be related to the use of the device. One 4 fr sl powerpicc solo catheter was returned for evaluation. Evidence of use and blood residue was present on catheter and extension tubing. The catheter length was not trimmed down. A kink was visible at the 6.5 cm depth marker. The catheter was observed to have two distinct bends and curvature between the 8 and 12 cm depth markers. The catheter was flushed with water using a 12 ml syringe and a leak was observed between the 7 and 8 cm depth markers. Microscopic observation of the leak location revealed a circumstantially aligned split. The split edges and surface were observed to be rough and granular. The catheter was cut near the 8 cm depth marker in order to measure the catheter diameter and wall thickness. The wall thickness and outer diameter were found to be within manufacturing specification. The characteristics of the split are consistent with damage caused by repeated kinking of the catheter leading to material fatigue. The securement location and handling of the catheter during use are likely contributing factors. The product instructions for use (IFU) states, "avoid placement or securement of the catheter where kinking may occur, to minimize stress on the catheter, patency problems or patient discomfort." A lot history review (lhr) of reep2962 showed no other similar product complaint(s) from this lot number. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported that patient noted that dressing was wet and that the PICC might be leaking. This was confirmed by district nursing services and the PICC was removed by the opiva team. Patient had the PICC inserted 6 weeks prior and apparently it was secured with securecath. The PICC was inserted by PICC team and patient discharged back home. Additional information: "on 14/12 patient attended dn clinic as he had noted his PICC was leaking. Dn noted leaking at portion of line near the insertion site at the 8cm mark on the line distal to securacath. The patient advised by dn to have PICC replaced -approx. 8c patient contacted opat cns -advised to clamp line, as the patient only had 2 days left of IV's line was not replaced and PICC removal arranged for the following day line retained by dns and sent to IV access team, to be sent back to manufacturer for analysis." "Brief summary of patient journey: 4 french bard power PICC solo inserted, l basilic vein, (B)(6) 2020. 12 cm external length, secured with secura-cath stabilisation device. 6 weeks intravenous antibiotics (ceftazidine) via 24 hour elastomeric infuser on discharge: patient requested to be taught how to change own infusor, signed off as being competent to do so unsupervised on (B)(6) 2020 dn visiting x 1 a week to do PICC dressing and injection port change."

Event description:
It was reported that patient noted that dressing was wet and that the PICC might be leaking. This was confirmed by district nursing services and the PICC was removed by the opiva team. Patient had the PICC inserted 6 weeks prior and apparently it was secured with securecath. The PICC was inserted by PICC team and patient discharged back home.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.